Event description:
Potential for injury associated with a tdxsp-mcg power chair with a joystick that is unresponsive while turning. This event could cause erraic/unintended movement which could injure a user or bystander.